Event description:
The customer reported that the c-arm cap is loose. No patient injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The laser cover and the plastic cover on the tube side were replaced. The earth cable was repaired. The system operates as intended.